Event description:
It was reported that the implantable neurostimulator (ins) was dying and that the patient had approval for a new ins. It was noted that 6 months prior to report the patient found out that the ins was ¿on its way out.¿ it was noted that the past 3 months have been ¿pretty bad.¿ it was noted for the past week prior to report the ins had been shut off. It was noted that the ins shuts off on its own. It was noted that it turned off saturday during church and again on the day prior to report. It was noted that the ins charge was depleting faster than she is used to. It was noted that the patient had to charge every week to 10 days whereas the interval used to be longer. Additional information received reported that the cause of the event was battery failure. It was noted that the patient reported difficulty recharging and was to have the system¿s battery replaced. It was noted that the cause of the issue was due to ins battery depletion. It was further noted that to the healthcare professionals (hcp) knowledge that the battery had not been replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B )(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3888-28, lot# l35318, implanted: (B)(6)1995. Product type: lead. (B)(4).